Event description:
During a transformaminal lumbar interbody fusion (tlif) procedure, the surgeon inserted the opal spacer (10mm x32mm) at level l4-5. While impacting, the top of the spacer broke. The surgeon removed the spacer and all broken pieces, selected another spacer and completed the procedure. The procedure was extended for about 10 minutes.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the info is unk, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any add¿l info received regarding this event after filing this report shall be filed on a supplemental MDR. Subject device has been received and evaluated. A review of the device history records showed that there were no issues during the mfg of this part that would contribute to this complaint. The part was received cracked and broken in the area around one of the instrument slots. Two fragment from the broken section was included with the part. All parts were 100% visually inspected for cracks and bulges after processing and all features that were measurable and relevant to the complaint condition were found to be in specification. The disposition of this complaint is invalid because all features met specification.